Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient the device inappropriately shut down and then rebooted power. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please refer to MDR 1220908-2012-00947 for a similar report with the same device.